Manufacturer narrative:
Literature citation: mark a. Prissel (et al. A review of 399 total ankle replacements: analysis of ipsilateral subtalar joint arthrodesis and associated talar component subsidence. The journal of foot and ankle surgery. 2017; 56: 10-14. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per prissel 2017 et al, "a review of 399 total ankle replacements: analysis of ipsilateral subtalar joint arthrodesis and associated talar component subsidence", it was reported that one ankle replacement cases required a revision with an exchange of the talar dome component. The patient reportedly had osteolysis of the talus.